Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the pitch down cable was frayed at the distal clevis hub. The other cables at the wrist were undamaged. 48- failure analysis investigation also observed the following damages: the instrument's pitch cable was derailed from the back idler pulleys when the housing was removed. The cable was wedged between two pulleys and has lost tension. The clamping pulley screws were still tight. The distal end of the main tube had various scratch marks with light material removal. The scratches measured approximately .048 - .015 in length and not aligned with the tube. Failure analysis concluded that the damage may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported damaged cable and/or the various scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, it was observed that there was stiffness to the wrist of the prograsp forceps instrument therefore a damged cable was noted.